Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up it was reported the patients symptoms are improving and the patient is doing well post operatively.

Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
A center director reported a patient with significant light sensitivity twelve days following photo refractive keratectomy (prk). The topical steroids were increased and the patient is continuing to be monitored. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.